Event description:
The hcp reports the pt's pump was explanted and replaced after 51 months implant duration. The hcp states the reason for explant was due to battery depletion and because the "low reservoir alarms were not working properly." No device troubleshooting was performed. No pt injury occurred and no pt symptoms were reported. The drug contained in the pt's pump was morphine (unknown concentration/dose). Additional info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.